Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient on (B)(6) reported they had not notified the managing physician about the fall and therapy not working. The patient noted the healthcare professional (hcp) did not determine whether the fall effected the device. The patient noted their therapy was ok. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient does not think the therapy is working and that she is not getting relief. This started in january of 2018. The patient reported that she does not know how to use the patient programmer (pp) to check the settings. The pp showed that stim was on, p2 at 5.1v. The patient increased stim to 6.1v. The patient reported that she fell (B)(6) of 2017 during christmas time. Patient services reviewed the meaning/function of programs and that the fall could have resulted in an issue with the therapy. No further complications were anticipated/reported.